Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient mentioned they hadn't felt anything when they turn stim up since they were implanted. Patient mentioned they had stimulation up past 8 and tried to make themselves think they felt something, but didn't. Patient said they talked to their dr and told them they didn't feel anything since they turned stimulation up, so dr wanted rep to speak to patient as doctor said patient should feel something. Patient then said they spoke with representative today about stimulation issue. Rep wanted patient to switch from group b to a to see if that helped, and then rep would meet with patient if that didn't work. The patient was able to change groups from b to a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.